Event description:
Caller reported a malfunction on the pump, specifically receiving a malfunction code, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump successfully. The malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to reach out again if the issue reappeared and acknowledged this instruction.